Event description:
It was reported that the unipolar impedance was higher then the bipolar impedance. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.